Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to a faulty power module. The customer was provided with a repair quote however the customer did not respond to the quote. The device was returned to the customer unrepaired.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device would not power on with ac only. It powers on with dc power. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.